Event description:
It was reported that the kvp on the 6800 system was not tracking properly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Performed an auto tracking adjustment and confirmed dose. The system was tested and found to be working as intended and placed back into service.